Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The data analysis indicates the view that the sensor patch was removed from the body after the sensor tail was unsuccessfully inserted. Therefore, this issue is not confirmed due to unsuccessful insertion of the sensor tail. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "sensor error" message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. As a result, the customer experienced hypoglycemic symptoms described as "sweating, incoherence, cannot think straight, slurring of words" and was unable to self-treat due to symptoms. The customer had contact with a healthcare professional (wife) who provided apple juice and a sandwich as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product has been returned, and investigation is in pending. A final report will be submitted once investigation is completed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "sensor error" message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. As a result, the customer experienced hypoglycemic symptoms described as "sweating, incoherence, cannot think straight, slurring of words" and was unable to self-treat due to symptoms. The customer had contact with a healthcare professional (wife) who provided apple juice and a sandwich as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. As a result, the sensor had recognized its removal and had terminated as designed showing the sensor was working as intended. Data analysis was consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. Therefore, issue is not confirmed due to failed insertion of the sensor tail. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "sensor error" message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. As a result, the customer experienced hypoglycemic symptoms described as "sweating, incoherence, cannot think straight, slurring of words" and was unable to self-treat due to symptoms. The customer had contact with a healthcare professional (wife) who provided apple juice and a sandwich as treatment. There was no report of death or permanent impairment associated with this event.